Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and their family/friend, regarding patient's neurostimulator (ins) that was implanted for lumbar radiculopathy and spinal pain. It was reported that the therapy has stopped due to power on reset (por). Patient starting to charge when por was seen. Recent test/emi environmental exposure was reported. Patient had a CT scan about a few weeks to a month ago but nothing within the last week. Patient charges about every 3rd day and has been able to charge since having the scan. Patient was able to charge the saturday prior to the date of call. Troubleshooting was performed and patient was able to clear por with the patient programmer, resuming adequate therapy. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.